Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units insulin. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.